Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of over 600 mg/dl. Reportedly, the insulin was observed to be "seeping" out of the infusion set tubing instead of coming out in drops; however, the pump was delivering insulin as intended. It was reported that the infusion set tubing felt moist; however, the customer was unable to verify any leaks or damage to the supplies. Prior to contacting tandem technical support, the customer changed all of the supplies on the pump and reported everything was functioning as intended. To address the bg level, the customer delivered a correction bolus and set a temporary rate.